Event description:
It was reported that part of the reservoir compartment on the insulin pump was chewed off by the customer's puppy and the insulin pump would not longer hold the reservoir in place. Customer's blood glucose was not known. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with dog chew marks at reservoir tube lip area, cracked battery tube threads, cracked case at display window corner and minor scratches on lcd window.